Event description:
Patient reported left side ¿exaggerated pain in my body and in my bones¿not related to device,¿a lot of headache¿not related to device,¿chest pain¿, pain. In the breasts¿,¿[chest pain that] did not let me breathe¿,¿blood pressure was elevated¿ not related to device, ¿increased anxiety¿,¿itching in the breasts¿,¿had a liquid that was producing inflammation¿,¿prosthetic capsule: acute and chronic inflammatory reaction¿inflammatory reaction to foreign body material¿soft tissues with reactive fibrosis¿,¿asia syndrome¿ not related to device,¿[post explant] anemia, high blood pressure¿ not related to device,¿did not move the arms during one month, and that caused muscular problems¿ not related to device,¿felling tired¿not related to device., ¿a lot of debility¿ not related to device. Device has been explanted .

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: strange symptoms, exaggerated pain in my body and in my bones, a lot of headache and chest pain that did not let me breathe and my blood pressure was elevated, in the year 2021 the symptoms increased anxiety, pain and itching in the breasts, only taking analgesics allowed to stop in bed and to be able to moderately lead daily life.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side ¿exaggerated pain in my body and in my bones¿ not related to device,¿ a lot of headache¿ not related to device,¿ chest pain¿, pain in the breasts¿, ¿[chest pain that] did not let me breathe¿, ¿blood pressure was elevated¿ not related to device, ¿increased anxiety¿, ¿itching in the breasts¿, ¿had a liquid that was producing inflammation¿, ¿prosthetic capsule: acute and chronic inflammatory reaction¿inflammatory reaction to foreign body material¿soft tissues with reactive fibrosis¿, ¿asia syndrome¿ not related to device,¿ [post explant] anemia, high blood pressure¿ not related to device, ¿did not move the arms during one month, and that caused muscular problems¿ not related to device, ¿felling tired¿not related to device., ¿a lot of debility¿ not related to device. Device has been explanted.